Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was using greater than the recommended 45 cc for the balloon. One was removed with 90 cc on (B)(6) 2021. Per customer via phone on (B)(6) 2021, it was stated that customer had stage 3 across the buttocks from laying on the tube. But it had no relation to the device, just an inattention. It was also stated that 4 pressure injuries due to dignishield. Professional was reinforced the use of moisture barrier peri rectally again. Per received information via phone on (B)(6) 2021, it was stated that patient had issue with the rectal breakdown but some of these was covid patients and it cannot be prevented.

Event description:
It was reported that the customer was using greater than the recommended 45 cc for the dignishield balloon. One was removed with 90 cc on (B)(6)2021. Per additional information received via phone on (B)(6)2021 it was stated that patient had issue with the rectal breakdown but some of them were covid patients and it could not be prevented. Per customer via phone on (B)(6)2021 it was stated that the customer had stage 3 across the buttocks from laying on the tube. But it had no relation to the device just an inattention. It was also stated that 4 pressure injuries were occurred due to dignishield. The professional was reinforced the use of moisture barrier peri rectally again.

Manufacturer narrative:
The reported event was confirmed as a use related. The root cause for this failure mode was due to the user not familiar with the product. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.